Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the tourniquet popped at the seam on the patient and it was om 300 pressure. It was 53 minutes when it popped. An alternate device was used in the event. There was a delay of 15 minutes. There was no harm involved in the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. The device history record (DHR) for the disposable cuff with plc and protective sleeve, 42 in. (107 cm) - sp, sb, part number 60707515700, review could not be performed as a lot number was not provided for the reported event. On 12 mar 2019, it was reported from (B)(6) that a disposable cuff with plc and protective sleeve, 42 in. (107 cm) - sp, sb had popped at the seam on the patient and it was on 300 pressure. It was 53 minutes when it popped. On 26 mar 2019, a returned product investigation was performed on the disposable cuff with plc and protective sleeve, 42 in. (107 cm) - sp, sb. The physical evaluation revealed that the ultrasonic weld had failed on the returned cuff. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the disposable cuff with plc and protective sleeve, 42 in. (107 cm) - sp, sb had a failed ultrasonic weld, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.